Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: lamp malfunction. The event can be detected/prevented by following the instructions for use which state: warning. Never install a lamp that has not been approved by olympus. The use of a non approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that on the light source when they cycle the power to switch scopes and the power comes back up, it will go into spare lamp mode. If they power the unit down for a few minutes, and power it back up, it will not be in spare lamp mode and they can work without issue. The customer stated they use non-olympus lamps. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The technical assistance center recommended swapping with an olympus lamp, if that was not possible, try a new non-olympus lamp as it could be a bad lot. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.